Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) may have caused or contributed to the patient's syncopal episode. The patient had reported not feeling well and took nitroglycerine which was followed by shock therapy delivery. The patient then experienced a syncopal episode. He thought the device should have provided therapy sooner then it did. The patient planned to see his following physician.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. As new information becomes available, this report will be further evaluated and updated. Most recently, this device was electively explanted for reason of normal battery depletion, confirmed by the boston scientific local area sales representative. The previously reported syncopal episode was in no way related to the explant of this device. The local sales representative also stated that the device was not expected for return to boston scientific.